Event description:
The patient has twiddlers syndrome and the leads pulled back into the venous structure. The physician tried to reposition the lead, but the helix would not retract and the lead was replaced. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Further inspection demonstrated cuttings in the insulation which occurred most likely during the explantation procedure. With regard to the fixation issue mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, the lead¿s distal part was partly pulled out of the ring electrode. This damage resulted presumably from the application of tensile forces during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.